Event description:
The customer reported receiving a motor error alarm from the insulin pump while sleeping. The potentially significant event leading up to the alarm was the reservoir compartment smelling like insulin. The customer was advised how to prevent false motor error alarms in the future. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan in the meantime. The customer's blood glucose value was 211 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received no motor error alarms; and the motor was tested outside the device and passed. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.